Event description:
While performing a coronary artery stent procedure, the stent was passed through the guide. The guide "flipped" stent came off. Guide and balloon removed, unable to visualize the stent.